Event description:
It was reported that this pacemaker received the elective replacement indicator (eri) and premature battery depletion (pbd) was suspected. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced successfully with another boston scientific pacemaker. The device will return for analysis. Outside of the revision procedure, there were no adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker received the elective replacement indicator (eri) and premature battery depletion (pbd) was suspected. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced successfully with another boston scientific pacemaker. The device will return for analysis. Outside of the revision procedure, there were no adverse patient effects reported. The device was returned for analysis.